Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq feature was not keeping blood glucose levels in range. Blood glucose value not provided. Although requested by tandem technical support, customer declined troubleshooting.